Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). Device not returned.

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), resistance was felt and the balloon could not be inserted. The iab was replaced and therapy was provided. There was no reported injury to the patient.